Event description:
It was reported that the monitor was oversensing and recorded false asystole events. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the recorder was returned, analyzed and no anomalies were found. It was noted that the reason for return could not be duplicated during lab testing.

Event description:
It was reported that the monitor was oversensing and recorded false asystole events. It was further reported that the recorder had sensing difficulty as there was excess noise detected with patient movement. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.